Event description:
It was reported to the manufacture by the sales rep that the surgeon removed 2 pss6545 screws after patient did not fuse after original procedure. The 2 polyaxial screws were broken approximately 1/4 of the way down the shaft. The other 2 polyaxial screws and the rods were intact. All devices were returned to the manufacturer.

Manufacturer narrative:
An investigation was initiated upon the receipt of the report. The device history record was reviewed to verify that the devices were manufactured within the specifications, maintained, and distributed in accordance with applicable procedures. No discrepancies were found. The screw were sent for analysis at an independent testing lab. There is no indication that the breakage occurred as a result of product defect. Conclusion: the screws in each sample failed by fatigue. The material tests performed showed that the material complied with the specification requirements (B) (4) and the thread formation reflected good manufacturing practice.